Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 104 mg/dl. Customer experienced severe cramping and dehydration. The blood glucose reading at the time of the event was 458 mg/dl. Customer stated that she had bent cannulas. Customer stated that high blood glucose may be related to scar tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.